Manufacturer narrative:
Should additional information become available, this event will be udpated.

Event description:
Boston scientific received information that this previously capped transvenous lead was explanted due to a patient infection. No further adverse patient effects were reported.